Event description:
The patient reported that he had been unable to charge his implantable neurostimulator (ins) and was getting poor communication since undergoing an MRI about three months ago. The last successful recharge sessions was three days before the MRI. The patient's ins was placed in MRI mode prior to the MRI. After the MRI, the patient turned the ins back on and since then he had been unable to charge it. The patient met with the manufacturer's representative (rep) on (B)(6) 2016 and indicated that the ins was nearly empty prior to the MRI. After the MRI, the patient waited about 3-4 days and then attempted to charge the device but was unable to. The rep was unable to communicate with the ins using the physician programmer. A trickle charge was performed for one hour and the regular recharge screen displayed. The patient was going to return for additional charging five days later. The indication for use was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.